Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows discoloration in both extension legs. Therefore, the investigation is confirmed for the reported discoloration issues. However, it is inconclusive for the reported restricted flow rate as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post the procedure it was reported that the discoloration was noted and it persisted even after flushing. It was further reported that there was a sluggish flow which has been a chronic issue for the patient. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post the procedure it was reported that the discoloration was noted and it persisted even after flushing. It was further reported that there was a sluggish flow which has been a chronic issue for the patient. There was no reported patient injury.